Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that she had already tried multiple batteries in the pump and is still not coming back on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. No blank display noted. Unable to perform functional tests or verify operating currents due to failed battery test alarm. Device had cracked battery tube threads and cracked reservoir tube lip.